Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. There was debris in the monitor's belt receptacle that caused the communication failure. Once debris was removed, monitor was able to communicate with the belt. The root cause of the debris was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).